Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the device. On an unspecified date, the device was programmed to deliver demerol with an unspecified concentration. No specific programming parameters were provided. After an unspecified length of time, the physician reportedly noted that the pt was unresponsive. The medical interventions and pt condition were unspecified. The customer contact indicated that, "it wasn't the pump's issue. It was a user issue. Customer programmed too much demerol." During testing by the user facility, the device functioned as intended. The customer contact reported, "that pump is 100% accurate. It delivered the exact amount programmed." Though requested, the customer declined to provide additional information.